Manufacturer narrative:
The product was unavailable for return as it was discarded at the user facility. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ the IFU cautions that ¿leakage from the system, which can result from damaged system components or improper use or handling, can potentially result in over drainage, the need to replace the drainage system and/or other complications to the patient. It is important to control and maintain the patient¿s position relative to the drip chamber. Neither the patient nor the drip chamber should be allowed to move accidentally.¿ the IFU also cautions that ¿the needless injection site can be used with a blunt plastic needle tip or a standard hypodermic needle. When using a hypodermic needle, it is advisable to use a smaller gauge needle, and only puncture the injection site¿s membrane on the periphery.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the surgeon was about to remove the device for another procedure and found the device to be leaking at the drainage bag and the site for sample taking was wet. According to the report, the leakage was alleged to have caused an air bubble in the patient's ventricle. The report stated that the patient's condition was complicated before using the device and that the patient was in the ICU in a coma. It was later clarified by the physician that the patient was treated for pneumocephalus two weeks before using the device. At that time, the physician inserted an evd at the right ventricle after the surgery to drain out the air. The doctor noticed the drainage bag was full with air, so he filled the drip chamber with water to prevent the air from being introduced to the brain. According to the report, the patient's condition improved, however in the course of treatment, the patient's condition deteriorated and the air-filled area was found to be increasing allegedly due to external air being introduced. The patient was required to undergo a third surgery with insertion of the left ventricular drain because the patient's left pupil became dilated. It was at that time the report stated that fluid was found to be leaking at the 3 way stopcock below the drip chamber and at the sample port at the bottom of the drainage bag. It was also reported that a 21 gauge blunt needle had been used at the drip chamber stopcock injection site. Reportedly, the patient's current condition is improving and is awake from the coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.